Event description:
The center reported that the patient's impedances had been rising since his initial stimulation. Programming changes were made. However, the reported problem was not resolved. Revision surgery to explant the patient's ci device will be scheduled.